Event description:
It was reported to boston scientific corporation on october 13, 2008, that a radial jaw hot biopsy forceps device was used during a colonoscopy procedure performed in 2008. According to the complainant, when the forceps device was being retracted, it stuck and tore. Small pieces of the plastic coating shredded off and could be seen in the patient's colon." It was further reported that the procedure was able to be completed without any further problems. The pt was able to be discharged home the same day in stable condition. According to the complainant, a follow-up call, made later that day, noted that the pt was "eating without difficulty and had no complaints."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The complainant has indicated that the suspect device is not available for return. An eval of the device cannot be performed; the cause of the reported malfunction is undetermined.